Event description:
The facility reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when and in which care area this event occurred. During review of the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition. Should any additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Issues concerning air in line printed circuit board failures are currently being investigated under (B)(4).